Event description:
It was reported patient underwent a total knee arthroplasty. Subsequently, the patient's locking bar backed out for the second time approximately three months post-implantation. The locking bar was removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned locking bar showed wear and surface scratches. Dimensional analysis shows the locking bar is conforming per the print. The sem report states that even though the examined locking bar contact mark and deformation observations are consistent with the bars not being fully engaged with the tibial tray lugs, it cannot be determined with certainty whether the reported locking bar dissociations occurred due to improper insertions. X-ray evaluation by mmi states that lateral film of the left knee just after first revision demonstrates normal appearance of the left total knee arthroplasty without hardware failure or loosening and x-rays just before the second revision demonstrate locking bar mechanism extending into the medial compartment. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the locking bar that was removed during the first revision surgery was re-inserted into the knee; hence the root cause of this second disassociation is attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: vgxp as e1 tib brg; p/n: 195545, l/n: 643010; vgxp as e1 tib brg; p/n: 195608, l/n: 757420. Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately one month post-implantation due to locking bar backing out. Attempts to obtain additional information have been made; however, no more is available.